Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent implanted in the lcx and one resolute onyx drug eluting stent implanted in the lad. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
The patient is a previous smoker. The index procedure was prompted by stable angina. Mi occurred in the lad and cx. If information is provided in the future, a supplemental report will be issued.